Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A questionnaire was received from the customer stating the event occurred during cataract surgery. The system was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The completed questionnaire was reviewed by the clinical analyst, who stated the following: ¿the customer reported that during phaco the handpiece does not work and is heating abnormally. The customer ordered a new phaco handpiece. A completed questionnaire was received and reviewed. The customer noted the handpiece was heating, stopped phaco, and stopped aspiration in the middle of surgery. The event occurred during quadrant aspiration removal. The irrigation was normal. The event resolved with treatment. The handpiece, cassette, and tubing were switched out. The system was shut down and then turned on again. The system did not display any system message or pop-up. The phaco tip positioning was bevel down, depending on the timing of the surgery. The incision location was 145 and incision size was 2.2mm. The ophthalmic viscoelastic device (ovd) used was duovisc and was removed progressively by the handpiece. The case was completed with no patient harm. The operator¿s manual includes the warnings: use of the handpieces, in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow and/or sideways orientation of the 12 tips can cause excessive heating and potential thermal injury to adjacent eye tissues. Appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. The customer did not request service for the system. The phaco handpiece was not returned for evaluation. Product evaluation: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The phaco handpiece was manufactured on february 1, 2013. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on march 29, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information has been received stating the handpiece and cassette was exchanged to complete the case and not the system which was originally reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A questionnaire was received from the customer stating the event occurred during cataract surgery. The system was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a handpiece does not work, and is heating abnormally. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.